Event description:
It was reported as a maude event report (foi) by the enduser to FDA that a wolf sinus instrument back biting rongeur broke off in pt's right maxillary sinus cavity. The broken piece was retrieved.

Manufacturer narrative:
Model # catalog # the 8211.661 is the forceps attachment for the 8211.651 rotatable punch. Enduser reported model # 8211.661 and catalog # 8211.611. Device evaluated by manufacturer: richard wolf has not seen the punch that was reported as broken and involved in an incident. At this time the enduser does not know the disposition of the punch. The punch was not received by richard wolf as a repair. At this time there is no info pertaining to any incident provided by the enduser to richard wolf. If such info is provided at a later date, a follow-up to FDA will be done.